Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The file was carefully assessed for the necessity of the performance of a clinical investigation. The discharge summary states this (B)(6)-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2018 due to abdominal pain, cramping, nausea and vomiting (x 3 days). Evaluation at the hospital revealed the patient had a small bowel obstruction (sbo) and was treated with nasogastric (ng) suctioning and intravenous (IV) fluids. The record states pd therapy was held until (B)(6) 2018 and was restarted without difficulty. After a successful bowel movement on (B)(6) 2018 and a negative gastrografin series, the patient was discharged home in stable condition on (B)(6) 2018. Additional patient, event, and hospital information was requested but was not provided.